Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced site issues due to poor adhesive which led to kinked cannula and pooling of insulin under skin event on (B)(6) 2026. No further information available.